Manufacturer narrative:
Correction: no further complications were reported and there was no patient injury. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under (B)(4) microscope magnification. Visual inspection revealed that lens was cut in half with two distorted haptics. There were surface residuals (fibers/particles) adhered to the optic body with evidence of viscoelastic, ophthalmic viscosurgical device (ovd), compatible with handling, such as during the implant and explant process. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that the haptic of an intraocular lens (iol) was broken during loading of the device. The iol was implanted anyway and then had to be removed. The physician enlarged the incision and performed a vitrectomy. Another lens was implanted during the same procedure. No further complications were reported and injury to the patient.

Manufacturer narrative:
(B)(4) - enlarged incision. All pertinent information available to the manufacturer has been submitted.